Event description:
Philips received a complaint on the v60 ventilator, indicating that the customer is unable to make changes to settings, and if they touch the settings enough, they may change but will not save. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported.

Manufacturer narrative:
H10: the customer reported that the bilevel positive airway pressure (bipap) settings were 14/6, and when a setting change was performed on the touchscreen, the settings went back to the original settings and would not save. The biomedical engineer (biomed) could not verify the reported issue and noted that the problem was not repeatable. The biomed made changes to the settings and confirmed that everything worked properly. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened. H11:updated contact information, contact office entity, and manufacturing site.